Event description:
Allegedly, patient was revised due to infection. Component not revised: advance primary femoral size 4 left nonporous product ID: kftcnp4l, lot ID: 1715036. Advance ii cocr tibia base nonporous sz 4+ product ID: ktccnp41, lot ID: 1704308. Revision njr number: (B)(4). Side: l. Primary asa: p2 - mild disease not incapacitating.